Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was returned and the right atrial (ra) lead tested out of specification. The ra lead analysis exhibited insulation damage. Follow up with the patient's clinic revealed the implantable cardioverter defibrillator (ICD) had been removed due to an infection.